Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported by the physician that the procedure was being performed on a female pt, on her left leg, upper thigh graft. Two of the embolectomy catheter components were used and both broke on the first pass to pull the arterial plug; the hub separated from the catheter. As a result, another brand (fogerty) catheter was used to successfully declot the graft. There were no pt complications reported.